Event description:
A consumer reported following bilateral intraocular lens (iol) implants that she experienced circles of light with stars at night, making driving difficulties. Her surgeon prescribed eye drops to use daily for dry eyes. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).